Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing the cuff check, the shape of the white cuff was irregular and different from usual. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag contained in its original open unit pack. Visual examination of the returned sample shows no sign of any defect. The returned sample was inflated. Visual examination of the inflated tracheal cuff shows it is of good shape with no bulges and meets our acceptance criteria. The shape of the inflated tracheal cuff was found to be of good quality and meets our acceptance criteria. The reported defect could not be detected on the returned sample. All of our products undergo a four hour inflate / deflate test and it is at this stage of the process that any defects are removed from the lot. We would like to draw your attention to the instructions for use(IFU) where it states the following ¿do not overinflate the cuffs. Ordinarily, the cuff pressure should not exceed 25 cm h2o. Over inflation can result in tracheal or bronchial damage, rupture of cuffs with subsequent deflation or distortion of cuffs leading to herniation which may cause airway blockage.¿ information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.